Event description:
It was reported that the patient's leads were removed due to erosion and potential for infection. The patient's implantable neurostimulator (ins) was left in the pocket for future re-implantation of the leads. It was noted that the patient was not on antibiotics. No patient injury was reported. If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID: 3887-33, lot#: v019449, serial#: implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead product ID: 3887-33, lot#: v042915, serial#: implanted: (B)(6) 2009, explanted: product type: lead product ID: 3776-60, lot#: serial#: v329299012 implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead product ID: 37752, lot#: serial#: (B)(4), implanted: (B)(6) 2009, explanted: product type: recharger product ID: 37743, lot#: serial#: (B)(4), implanted: (B)(6) 2009, explanted: product type: programmer, patient product ID: 3708240, lot#: serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: extension. (B)(4).